Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4)

Manufacturer narrative:
Previously stated the lens tore. Corrected statement: the lens was dried out in the packaging. The packaging had been sealed. No patient contact with the lens. Reportedly the lens has been discarded. Claim# (B)(4).

Manufacturer narrative:
Pt info: unk. Date of event -unk. Posterior chamber single piece foldable intraocular lens. Explant date -unk. Lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a cc4204a intraocular lens, diopter +26.0 tore. Attempts to obtain additional information have not been successful.